Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system required battery backup. There were no delay, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system required battery backup. A field service engineer (fse) addressed a unit that had no power upon arrival and identified during troubleshooting that the red power outlets in that section were not functioning. The fse used an alternate power outlet as requested by the customer and replaced the battery before reconnecting the unit. The fse then performed an operational check, which passed successfully, confirming normal functionality with no further issues detected. The system functioned as intended after the field service engineer repaired the device.